Manufacturer narrative:
Device evaluation: the device was visually inspected and confirmed that the portable connector module (pcm) and probe laser fiber connection at the e2k-e2k connector was melted.

Event description:
It was reported that during an ablation procedure, the portable connector module (pcm) had burned out at the laser fiber connection. This was noted when the physician went to press the foot pedal and there was no sign of heating after approximately one (1) minute. The user had to open a new probe and replaced in the patient. The new probe was checked via red pilot light prior to insertion. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Additional information: h6.